Event description:
Medics attended to a person described as in cardiac arrest. External pacing was administered to the patient until the patient regained a spontaneous pulse. Later, the patient became pulseless and pacing was attempted. The device reportedly displayed a connect cable warning message and pacing was inhibited. The patient's outcome was not reported. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic evaluated the device. A broken connector pin from the therapy cable was observed to be lodged in the mating socket of the device therapy cable connector. The broken pin will cause the pacing function to be inhibited and the device will display a "connect cable" warning message. The device therapy connector and the damaged therapy cable were replaced and proper operation was confirmed.